Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery, which was resolved by a complete infusion set, reservoir and insulin change. The blood glucose reading was 269 mg/dl. The customer stated that he was told to change the infusion set if he was low on insulin anyway. He was advised to perform a complete infusion set system change as soon as possible. The customer declined to return the infusion set and reservoir for analysis. Nothing further reported.